Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing lead impedance in lv tip to right ventricular (rv) coil configuration. Loss of capture (loc) was also noted. The ring to can threshold had a good measurement, so the system was left in that configuration. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.